Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed no discrepancies. Functional testing involved accuracy testing using a cadd legacy pump and balance mettler toledo. Test was passed successfully. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that while in use of a smiths medical cadd administration set, the pump showed that delivery ended and residual should be empty however, there was still a large volume left in the residual bag. It was reported that the pump read running and on the device digital display the reservoir volume decreases as though the medication was being given but in fact, the bag of epidural medication remained full and none or less of the medication reached the patient. The amount in the medication bag was noted to be greater than the device documented as left in bag. No patient consequences were reported. No adverse effects were reported.